Event description:
On (B)(6) 2010, patient reported elevated blood glucose of 220 mg/dl on the morning of report. Normal blood glucose is 80-120 mg/dl. Patient believes "there is something wrong" with infusion device and that it is not delivering enough insulin. Patient bolused as a correction for hyperglycemia. Patient also reported infusion device primed slowly the night before report. Infusion device was replaced and requested for eval. The patient did not require treatment from a health care professional or second party to address the issue. Patient was unable to provide add'l info.